Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
During a mainantance on tango optimo, a technologist got splashed in the eye when putting in a new suspension cup. The technologist flushed his eyes in the department, then proceeded to the emergency room where additional flushing and check of the eyes was performed. No eye damage is apparent, no further follow-up needed. Considering the instrument layout, it seems rather unlikely that the operator's face gets into close proximity to the suspension unit. In case of residual material inside the unit, elevated caution would be an appropriate reaction. The potential hazard that emanates from the suspension unit is clearly and appropriately marked by the "biohazard" warning label incl. An explanation in the user manual (chapter a - precautions and notes, page a-7: "warning: biohazard. Avoid direct body contact with any parts of the tango optimo system which (may) get in contact with blood specimens and reagents derived from human blood. Treat these parts as potentially biohazardous and/or infectious.") Taken together the reported problem represents an event with highly rare occurrence (never been reported before) that requires no immediate action in order to further mitigate the associated risk. As mentioned above the potential hazard is highlighted by a warning label next to the unit, but owing the reported event we are going to take a modification of the tango optimo user manual into consideration for the next revision.